Manufacturer narrative:
(B)(6). It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). This occurred before use. There was no patient involvement. No additional information is available.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). This occurred before use. There was no patient involvement. No additional information is available.